Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reap1458 showed no other similar product complaint(s) from this lot number.

Event description:
On (B)(6) 2016 - per (B)(4), a facility reported that a powerpicc sv was placed yesterday (B)(6) 2016 into a male patient diagnosed with mast cell activation syndrome. They stated that the patient is very reactive to dehp and needed to verify if the PICC that was placed contains dehp. The patient started with a local reaction at the insertion site which progressed with redness, swelling and edema of the arm. Report stated that the patient had the PICC removed. Medical services confirmed (with marketing and r&d) that dehp is not a material component of the PICC, however, there could be a chance of cross contamination at the facility since there are a few products made there containing dehp. Medical services notified the physician. On (B)(6) 2016 - received email from the facility contact, "the physician left the PICC in place as he did not think it was related to his swelling, given that we confirmed no dehp was in the PICC. The swelling has since resolved without intervention".